Manufacturer narrative:
Patient programmer model 37742 serial # (B)(4) implanted: na explanted: na; extension model 37082 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; lead model 3998 lot # j0424780v implanted: (B)(6) 2004 explanted: unk.

Event description:
It was reported that the patient tried to recharge their implantable neurostimulator (ins) on (B)(6) 2012 but the signal from the stimulator got very weak and stopped working. The patient performed a full recharge 3-4 days earlier which generally was sufficient for a week or more. Later, the patient also saw a reposition antenna and tried repositioning the dial without success. The patient was unable to do an antenna locate feature due to the older software of the ins. There had been no falls or trauma that occurred in the past few days. Additional information has been requested, but was not available as of the date of this report.